Event description:
It was reported that the patient presented for an elective device replacement procedure. Prior to the procedure, it was noted that the right atrial lead exhibited failure to capture and high pacing impedance. The physician decided to cap and replace the right atrial lead on (B)(6) 2022. The patient was discharged post procedure.